Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result on their e-module. The patient's initial cea result was 17.33 ng/ml and it was reported outside the laboratory. After the initial testing, the sample was stored in the refrigerator of two days, and then it was placed in the freezer at -20 degrees celsius. On (B)(6) 2012, the sample was defrosted and repeated on an e-module. The repeat result was 1.59 ng/ml and it was reported outside the laboratory. The result of 1.59 ng/ml fit the patient's clinical picture and was considered correct. There were no adverse events. The cea reagent lot number was 167390 and the expiration date was not provided. It was noted the customer did not run quality control on the day of the event.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. As no quality control was performed on the day of the event, any potential issues arising from the reagent or instrument would not have been detected. A root cause could be connected to these areas, however additional information was not provided for investigation.